Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she is experiencing high blood glucose. Her blood glucose was 392 mg/dl and her current is 476 mg/dl. The customer said that she continued treating with the pump but her blood glucose kept rising. During troubleshooting for high blood glucose, she said that she has been treating with boluses from her pump. The customer said that the drive support cap appeared normal but declined to check for the presence of leaks or air bubbles in the tubing or reservoir. She also declined to check for any site/insulin issues or to check her settings. She did not have the tubing clamp to perform the high-pressure test and was advised to call back when she received it. She was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer had also mentioned that her meter did not send her blood glucose readings to her pump when she did her finger sticks. When reviewing her device options, it was found that the customer did not have her meter setup on the pump. She was assisted with setting the meter up properly. The pump is not being returned for analysis.